Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that upon initial boot-up of the imaging system, the pendant displayed 'stand-alone mode.' This was discovered prior to any patient being present. A system reboot resolved the issue. There was no patient present when this issue was identified. Field engineer contacted the site's biomedical engineer to further investigate the issue. The site informed the field engineer that new users were operating the system when the issue was reported and that he suspected it could have been a new user related event as system functioned as intended following a reboot. Site did not feel that a system checkout was needed in light of that. No further issues were reported. A subsequent full imaging system check-out was completed (not specific to this event) and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that upon initial boot-up of the imaging system, the pendant displayed 'stand-alone mode.' This was discovered prior to any patient being present. A system reboot resolved the issue. There was no patient present when this issue was identified.